Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. Therefore, the root cause of the customer reported failure mode has not been determined.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the vessel sealer extend instrument clamp malfunctioned and would not close completely over the tissue, requiring repeated re-clamping and failing to coagulate correctly. There was no reported injury. The procedure outcome was not available.

Manufacturer narrative:
The vessel sealer extend (vse) was returned for failure analysis. Visual inspection did not reveal any damage. The vse instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument cut and sealed on both attempts. The instrument was fully functional. No product issue was identified.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical (is) obtained the following additional information regarding this event: the patient was not injured as a result of the event. The procedure was completed robotically as planned. The incident did not involve a fragment falling into the patient's anatomy. There was a delay of between 15 and 30 minutes, but it did not occur during a critical stage of the procedure.